Event description:
After the post-dilation the patient's blood flow stopped and symptoms of stroke developed with the patient's right upper & lower limbs and aphasia. The patient was a male. The target lesion was left internal carotid artery (ica). There were mild calcification and no vessel tortuosity, the rate of the stenosis was 85%. An angioguard was deployed distal to the lesion with good wall apposition. The lesion was pre-dilated. A precise stent was successfully deployed at the lesion and the stent was post-dilated. During post dilation blood flow stopped and the patient developed stroke symptoms with development of paralysis of the right upper and lower limbs. The patient also suffered aphasia. The patient was treated with urokinase and the debris was suctioned with an aspiration catheter. Soon after the treatment, the symptoms improved. However, heavy paralysis was remained on his right upper limbs, and he is undergoing rehabilitation. According to the physician, it was more likely that plaque which might have gone through between the gaps of filter basket and the vessel wall. The physician states that the hypotension was caused by debris which was caught in the filter basket.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. Please note that this medwatch report represents one of three products involved with this event which is associated with mfg report #9610978-2008-00275, and 9616099-2008-02723.